Event description:
It was reported that during a coronary stent procedure in a long lesion on an angular segment of a dominant rca, with marked proximal tortuosity, a nir elite was initially deployed distally. While advancing the second stent through the proximal segment of the artery, the shaft broke inside the guide catheter and was removed without incident. No pt injuries or complications occurred.